Event description:
The customer reported a lack of oxygen pressure. The fse reported the oxygen supply in the hospital was 3 kg, sometimes only 2 kg. The customer reported there was no patient involvement.